Event description:
It was reported that this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three shocks due to ventricular tachycardia/ventricular fibrillation (vt/vf). The initial shocks did not convert the rhythm, required additional shock to terminate the ongoing episode and the patient experienced syncope. The device was programmed in primary vector with r-wave amplitude of 1.2mv and smart pass was active. Induction testing has been performed but no information was available with related episode outcome. X-ray images were taken and confirmed stable lead placement since implant but the device appears to be lifted up toward left side and free to move during manipulation. Electrode/lead integrity was performed and showed no artifact or noise during pocket manipulation in all vectors. The physician alleges device dislodgement and suspects electrode/lead damage due to a visible wire close to the device, possibly related to suture wires or other material. The patient was hospitalized for a follow-up and revision procedure. The system was evaluated and no issues were noted with the device and electrode. Subsequently, this s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed a benign crack in the polycin vorite notch area next to the sense b electrode. The crack did not extend into insulation. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. An x-ray was performed and no issues were found. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three shocks due to ventricular tachycardia/ventricular fibrillation (vt/vf). The initial shocks did not convert the rhythm, required additional shock to terminate the ongoing episode and the patient experienced syncope. The device was programmed in primary vector with r-wave amplitude of 1.2mv and smart pass was active. Induction testing has been performed but no information was available with related episode outcome. X-ray images were taken and confirmed stable lead placement since implant, but the device appears to be lifted up toward left side and free to move during manipulation. Electrode/lead integrity was performed and showed no artifact or noise during pocket manipulation in all vectors. The physician alleges device dislodgement and suspects electrode/lead damage due to a visible wire close to the device, possibly related to suture wires or other material. The patient was hospitalized for a follow-up and revision procedure. Subsequently, this s-ICD and electrode were explanted and replaced. The system was evaluated, and no issues were noted with the old device and electrode. The physician attempted testing on 02sep2022 with effective conversion and confirmed 62 ohms shock impedance measurement with the new system. No additional adverse patient effects were reported.